Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to a user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the valve may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and away from direct light, preferably stored in the original packing box. Caution: federal (USA) law restricts this device to sale by or on the order of a physician." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that while trying to remove the indwelling catheter the sterile water remained in the balloon and could not be withdrawn. Even after trying to rotate the catheter, the water in the balloon could not be withdrawn completely. Later the urinary catheter was removed and still found that there was a small amount of liquid in the balloon. The whole process lasts for 10 minutes and were found difficult to remove the catheter and also stated this can easily cause a negative emotion such as fear and dissatisfaction of the patient, causing pain and increasing the risk of infection. Afterwards, the nurse conducted psychological counseling on the patient to appease the patient's emotions without any obvious discomfort.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that while trying to remove the indwelling catheter the sterile water remained in the balloon and could not be withdrawn. Even after trying to rotate the catheter, the water in the balloon could not be withdrawn completely. Later urinary catheter was removed and still found that there was a small amount of liquid in the balloon. The whole process lasted 10minutes and found difficult to remove the catheter and also stated this can easily cause negative emotions such as fear and dissatisfaction of the patient, causing pain and increasing the risk of infection. Afterwards, the nurse conducted psychological counseling on the patient to appease the patient's emotions without any obvious discomfort.